Event description:
It was reported this balloon ruptured following the second inflation at 10 atmospheres during a femoral angioplasty procedure of a highly calcified lesion. Following balloon rupture resistance was encountered removing the balloon catheter and exertion against resulted in the tip of the catheter shaft detaching and remaining in the pt. The pt was transferred to surgery where the detached catheter tip was successfully retrieved. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineer's eval, a supplemental medwatch report will be filed under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's follow up indicated this lesion was highly calcified which the co belives may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."